Event description:
Philips received a complaint on the intellispace cardiovascular (iscv) indicating that the iscv did not start. No adverse events or harm were reported in the complaint (B)(4). Philips has started an investigation of this complaint.